Event description:
The customer reported the system would not turn on even after trying the reboot sequences. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.